Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the complaint history records were performed which confirmed no inconsistencies. If the product is returned in the future the complaint can be reopened and evaluated. The quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using eflex tac-s probe integrated cable the probe was working intermittently. It was unable to complete soft debridement due to inability to reach all tissue. There was a minimal procedural delay encountered. The procedure was completed using a shaver blade as a back-up device. This incident did not result in any patient injury or complications.